Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient arrived for routine follow-up, an unnoticed vibratory alert from april revealed upper out of range pacing lead impedance measurements. Fracture rv lead was observed. The lead was capped and replaced. No adverse consequences were detected.